Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The patient reported that on (B)(6) 2014, he was rushed to the emergency room in an ambulance. Upon arrival, he was diagnosed with hypoglycemia shock. He did not provide any further information regarding the ER visit or his treatment.